Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During a regular follow-up performed on (B)(6) 2015, 3 mode switch episodes dated (B)(6)2014 were recorded in the device memories, probably triggered by strong external interferences. These episodes showed atrial oversensing (125ms coupling intervals) and artifacts on the ventricular channel at the same time.